Manufacturer narrative:
The account replaced the brake casters to resolve the issue.

Event description:
The account alleged that when the brake is set, the stretcher will not roll but will move side to side. No injury reported.